Event description:
It was reported that the system with this implantable pacemaker and right atrial (ra) lead exhibited high capture threshold during right atrial automatic threshold (raat) test. Technical services (ts) looked at the data and explained that there is very little troubleshooting that could be done via the evoked response channel or the raat threshold themselves. Both sensing and impedance seemed to be stable in the right atrium. Ts reviewed how the trend and alert works for the raat test. Electrocardiogram appeared to show atrial pace capture as there is conduction down the right ventricular sense. Ts noted that there is an earlier episode that showed one loss of capture marker, and it appeared to be repetitive. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Field h6 (impact code) has been corrected.

Event description:
It was reported that the system with this implantable pacemaker and right atrial (ra) lead exhibited high capture threshold during right atrial automatic threshold (raat) test. Technical services (ts) looked at the data and explained that there is very little troubleshooting that could be done via the evoked response channel or the raat threshold themselves. Both sensing and impedance seemed to be stable in the right atrium. Ts reviewed how the trend and alert works for the raat test. Electrocardiogram appeared to show atrial pace capture as there is conduction down the right ventricular sense. Ts noted that there is an earlier episode that showed one loss of capture marker, and it appeared to be repetitive. This system remains in service and no adverse patient effects were reported.